Event description:
The patient reported that since an unknown date their implantable neurostimulator (ins) tilted, doesn't lay flat, and causes issues getting coupling/recharging sometimes. There were no falls or trauma related to this event and the patient is going to follow up with their healthcare provider (hcp). Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.